Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with a high blood glucose of 508 mg/dl. The customer was treated with manual injections. The insulin pump alarmed no delivery during the prime. The alarm was resolved with a set change. No product was returned for analysis.